Event description:
Pt underwent surgery to remove and replace bilateral breast implants. Right implant was ruptured prior to surgery start. Left breast implant intact upon removal. Date of event: 10/12/95, date of this report: 10/13/95.